Manufacturer narrative:
Investigation summary: customer returned (8) 1cc, 12.7mm, 30g syringes in an open poly bag from lot # 7275535. Customer states that the needle broke off when injecting into skin and one syringe was missing the needle before injection. All returned syringes were examined and one syringe exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. The shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. No defects were observed on any of the remaining samples. A review of the device history record was completed for batch# 7275535. All inspections were performed per the applicable operations qc specifications. There were six (6) notifications [200719755, 200720040, 200719797, 200720039, 200719635, 200720208] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle missing and needle breaks off during use on lot # 7275535. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle, the needle broke off when injecting into skin. There was no report of exposure, injury, or medical intervention. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle, the needle broke off when injecting into skin. There was no report of exposure, injury, or medical intervention. There was no report of exposure, injury, or medical intervention.